Event description:
It was reported that patient presented in-clinic after receiving inappropriate atp and high voltage therapy due to svt rhythm. Device was reprogrammed, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.